Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the event occur during one or multiple patient procedures? What is the total number of procedures? If this event occurred in multiple procedures, please create a product complaint for each event and provide the respective reference number(s). The event occurred during one procedure. Was the needle removed from the patient? No further information is available. Was the procedure completed successfully? No further information is available. Was there any adverse patient outcome? No further information is available. Procedure name and date? No further information is available. Event date? No further information is available. No further information will be provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the exact number of sutures that detached from the needle in this one patient procedure known? If yes, please provide the total quantity.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the suture was detached from the needle. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 07/13/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: g1, h6 additional information was requested and the following was obtained: is the exact number of sutures that detached from the needle in this one patient procedure known? If yes, please provide the total quantity. Total quantity is one. No further information will be provided.